Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5719345, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced bilateral ruptures post procedure. The ruptures were discovered during explant surgery. The devices were explanted without replacement on (B)(6) 2020. See 1645337-2020-04711 for contralateral prosthesis report.